Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4193 implantable pacing lead (B)(6) 2007; 6940 implantable pacing lead (B)(6) 2000.

Event description:
It was reported that the right ventricular lead had a sensing issue; noise from electromagnetic interference (emi) or possibly a fracture was seen on the strip. During the lead revision, the physician noted that silicone adhesive was used to repair the lead insulation at the previous device replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.